Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse looked through the error logs and had nothing relating to the timing errors. The fse complete the safety, calibration, and functionality checks passed factory specifications. The unit was returned to clinical use. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a timing error. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), e2, e3, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: g2. Additional contact information: (B)(6).